Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of optical instability. Customer care recommended that the user relink their sensor to allow the system to reinitialize and converge faster. Further follow up was possible as the user remained unresponsive to multiple communication attempts. Further investigation was not possible.

Event description:
On april 14th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.